Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level exceeded 500 mg/dl (27.7 mmol/l) due to this malfunction. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue arises again.